Event description:
It was reported once the color-coded connector is detached from the tube body (for the purpose of cutting for the length adjustment) and attached again the connector is separated from the tube during ventilation.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of any harm to the pt due to this malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.(B)(4).